Event description:
It was reported that the customer's insulin pump stopped functioning and was not giving insulin nor did alarm. The caller stated that his wife is calling the hospital to obtain an injection. Attempted to call the customer twice to confirm if the patient went to the hospital for high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.